Event description:
Retrieved an airlife venturi facemask package from the supply room and delivered it to the patient's (pt) room. The airlife packaging did not appear to be open, but was missing the face mask and 6 inch flextube. Because the pt needed to be transported for an emergent CT and there was no time to look for a complete airlife package, a nonrebreather was used for transport.